Event description:
I had received a breast augmentation with mentor saline smooth under the muscle in (B)(6) of 2014. Within a year I started having symptoms including brain fog, poor cognitive function, hair loss, rashes, memory loss, among other symptoms. In (B)(6) of 2017 I had to go to the ER because I thought I was having either a seizure or an aneurysm, after all of my blood work, urine, testing, mris came back normal, they diagnosed me with vaso-vagal syncope. A fainting disorder despite me never losing consciousness. I could not drive for almost a year and I had to quit my job. Come (B)(6) 2019, I had a lymph node swell at an alarming rate. Ended up having to get the lymph node removed for biopsy. Testing for cancer came back negative but they did find an infection. After running many tests, all of them coming back negative, the infectious disease dr was unable to make a definitive answer as to where the infection came from. Prior to my augmentation, I never had any medical issues of any kind. Now I have neurological, lymphatic and immune issues. The mfrs do not run proper testing nor do they give true informed consent. Since my augmentation, I have truly felt as if I was slowly dying. FDA safety report ID# (B)(4).